Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 25mm amplatzer pfo occluder. During implant procedure an air embolism was observed by an ECG (electrocardiogram). It was resolved by a resuscitation. Due to the air embolism the patient suffered from some neurological impairment and is unable to control their right arm. The device remains implanted. The patient was reported to be stable.

Manufacturer narrative:
An event of air embolism during the implant procedure was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.